Event description:
During a routine implant of the pacemaker involved in this MDR report, the ventricular set screw failed to secure the lead. The device was discarded and returned for analysis. A second symphony pacemaker was implanted.

Manufacturer narrative:
January 22, 2010. This event concerns a device that was manufactured and used outside the united states. (B)(4). Conclusion: the electrical characteristics of the returned device were within specifications; upon reception, inserting and screwing/securing different is-1 leads in the connector ports did not show anomalies. The reported event was not reproduced during analysis. The inspection of the connector header revealed: damages of the intended screwdriver slot at the atrial and ventricular levels (holes); these damages confirm difficulties were met during the screwing/unscrewing operations; however, it is not possible to determine whether these damages resulted from screwing operations at implant or at explant, i.e. Whether there is a link between these damages and the reported event.